Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported receiving shock therapy and upon interrogation, the device displayed a warning screen indicating that a shorted condition was present. It is reported that this warning screen appeared after the fourth shock attempt. This implantable transvenous defibrillation lead exhibited noise on both the rate/sense (rs) and shock electrograms and had a pacing impedance of greater than 2500 ohms. The lead integrity test (lit) reported normal impedance. Guidant received subsequent information that the device and lead were explanted due to a lead fracture.